Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions and customer was advised to call back if further assistance was needed, with no additional outcome information reported.